Manufacturer narrative:
Date received from manufacturer: initial report correction from 11/21/2017 to 11/15/2017. The fse also replaced the oil return valve and male connectors to resolve the issue. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed from may 2017 to november 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation. The assignable cause of the odor/smells issue is the vacuum pump, oil return valve and male connectors. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump was replaced to resolve the reported odor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of "odor" emitting from the sterrad® nx sterilizer while running a cycle. The customer described the odor as an "acidic/h2o2 smell." The customer was advised to clear the area immediately. The customer confirmed there is ventilation where the unit is located. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.